Event description:
It was reported the physician observed the patient's left ventricular lead had dislodged due to a broken suture sleeve. The lead was capped and replaced. No adverse consequences were reported. The exact date of the procedure is unknown at this time.

Manufacturer narrative:
(B)(4).